Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked to clarify what was meant by "there was something horribly wrong with the implanted system, all they knew was that something was broken", the rep stated they met with the patient and turned off their stimulation with no issue or adverse response. The rep stated the cause was unknown, but it was most likely due to the accident. To resolve the issue, the rep stated they met with the patient in-person on (B)(6) 2025 to turn off their stimulation. The rep stated the shocking issue had been resolved, and no further action was needed. The rep stated the accident's effect on the implant was not determined. The rep repeated that the patient's stimulation was turned off and the issue had been resolved. The rep reported that as of now, device removal/replacement was not planned.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been in a tractor trailer accident on (B)(6) 2025, where they were hit by a drunk driver, and until then, nothing had been wrong with the implanted system, however since then, they have had 6 surgeries and they were now paralyzed from the waist down and in a wheelchair which had been a lot for them "to chew on." Patient stated that they were currently in a rehab facility (see secure note for address) and that they had to take the tractor trailer company to court to get their external devices out of the tractor trailer but they'd gotten both external devices back about 2 weeks ago and was able to charge both pieces up. Patient stated they had a nurse help them in connecting to the implant to "check it out" and told the nurse to place the communicator over the scar on their back and the nurse kept getting 'device not responding' multiple times. Patient stated the nurse kept trying different locations but then the patient reported they felt a horrible shock deep down inside of them which caused them to scream in agony which then scared the nurse and the nurse threw the communicator behind them and it landed on the patient's bed. The patient stated the communicator was fine afterwards because of how it landed but they didn't want to try to connect ever again because they were worried something was horribly wrong with the implanted system, that perhaps a wire was broken deep down from the accident or from one of the 6 surgeries they underwent since the accident. Patient stated that all they knew was that something was broken and their dr. At the rehab facility (patient could not recall the name of their managing health care provider for the implant but noted that hcp was in a different state than the patient was currently in for rehab) and their care team wanted someone to come out to the facility to inspect the system or to have the implant removed entirely. Patient wanted to know how to find a doctor to assist in the matter at their current location at the rehab facility as they were unable to leave the rehab facility currently. Patient services sent the patient physician listings at the patient's request and reviewed the role of the medtronic representative (rep) with the patient but offered to send an email to field to alert them of the situation in the event that the a rep could assist in the matter. The patient also reported additional medical information as a result of their accident: patient stated that due to the trauma they endured from the accident they'd developed a tremor. Patient services sent an email to the field requesting their help in the situation if possible.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.